Event description:
Patient came into the e.r. And doctor decided to place skull bolt. The system was properly zeroed and implanted and working. Icp express was delivering. What doctors states is accurate numbers for about 24 hours. The patient was sent to the CT with no incident. Minutes later the express monitor displayed -99 on the monitor. The nurses replaced the original monitor with a second monitor as a trouble shooting technique. The second monitor was properly set upand it too displayed -99. The doctor was called and he placed a new implant and the second monitor worked properly. The monitor was working properly when the saw it about 3:30pm thursday.